Event description:
It was reported that the insulin pump experienced repeated failed self test alarms. Customer's blood glucose reading was 142 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: pump alarmed a64 during self test due to faulty y1/rf board. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.